Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fluids inside the device, biological tissue yellow, crease fold, and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a puncture opening on posterior side, consistent in the use of some surgical tools. Based on the device analysis the final assessment was a puncture opening on posterior due to surgical damage-like.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.